Event description:
It was initially reported that a patient would undergo revision surgery due to high lead impedance and an increase in seizures. The specific diagnostic results have not been provided to the MFR. Chest x-rays were reviewed by the physician who indicated there were no abnormalities; however, a copy of the x-rays has not been provided to the MFR. The pt's surgery is scheduled but has not occurred at this time. Good faith attempts to obtain add'l info are currently being made.